Manufacturer narrative:
(B)(6). The lens is not an implantable device. Product lot number was not provided. Device evaluation: the product testing could not be performed as the device was not returned. The reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no lot number provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in the imtec30 cartridge during insertion into the patient¿s left eye. Per account, the lens was partially delivered in left eye (os) as it advanced into the wound, it stuck and then it had to be removed. The incision was not enlarged and no other interventions were required. There was no harm to the patient. A replacement lens was used. No additional information is provided.